Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause could be excessive force was applied to the trigger which resulted in the trigger breaking. However without the return of the complaint device, and with the information provided, we cannot determine a definitive root cause. One non-conformance was identified for this lot number per qlik query executed on 09/10/2019, however the complaint condition is unrelated to this non-conformance. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4), incomplete. The expiration date is unknown.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure the red trigger on the customer's truespan 12 degree peek broke when trying to fire the first implant. The sales rep stated that nothing broke in the patient and nothing was implanted in the patient. The procedure was completed with another like device with no patient harm or surgical delay to the case. The sales rep stated that the device was discarded by the customer.